Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a peripheral artery lesion in the distal superficial femoral artery and/or popliteal artery using an in.pact 018 drug-coated balloon, the balloon exhibited inflation difficulties with a small portion ¿napkin ringed¿ during inflation. The balloon was left inflated and treatment was performed. The balloon was then deflated, repositioned to a different vessel segment, and reinflated; the balloon again ¿napkin ringed¿ in the same spot. The balloon was deflated and removed from the body, and when reinflated outside the body it fully opened. The device was safely removed from the patient, and the procedure was completed with the device. The patient was reported alive with no injury and no health consequences or impact.